Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and functional flow rate testing were performed. The device was found to flow within specification. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 4800mg of fluorouracil. The fill volume was 97ml. After 12 hours the device was nearly full. There was patient involvement; however, no patient injury or medical intervention associated with this event. No additional information is available.